Event description:
It was initially reported that the patient felt that they were experiencing erratic stimulation. The patient had a recent generator replacement due to reported battery depletion but it is unknown if it was also done due to the erratic stimulation. Good faith attempts for product return and additional information have been unsuccessful to date.